Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify no delivery alarm due to motor error alarm. However, device passed rewind test and displacement test. No rewind loud/noise anomaly noted. Motor passed motor test. Device had cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had unusual or grinding noises and scratches to the screen it affects ability to read the screen. The customer¿s blood glucose level was unknown at the time of incident. Insulin pump had no delivery alarms. The insulin pump will not be returned for analysis.